Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. A DHR could not be performed as the catalog and lot number are unknown.

Event description:
It was reported with the use of the unspecified bd¿ lancet there was an issue with loose cap. There was no report of injury or medical intervention.